Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer installed the new collimator. The system operates as intended.

Event description:
The customer reported that the system displayed a collimator iris potentiometer error message and would not boot up completely. No pt injury was reported.